Event description:
It was reported that when the radio frequency head for the programmer was placed over the patient's device it did not read the software, although the programmer was loaded with the most recent software. The head was changed out but this did not resolve the issue. The programmer was returned for service. Follow-up determined that another programmer was readily available. There were no patient complications reported as a result of this event.

Event description:
It was reported that when the radio frequency head for the programmer was placed over the patient's device it did not read the software, although the programmer was loaded with the most recent software. The head was changed out but this did not resolve the issue. The programmer was returned for service. Follow-up determined that another programmer was readily available. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.